Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented as in-patient. Upon interrogation, the left ventricular lead exhibited intermittent capture. The lead was reprogrammed. The physician elected to cap and replace the lead on (B)(6) 2016 during an unrelated procedure. The patient's condition was stable post procedure.